Manufacturer narrative:
Summarized patient outcomes/complications of triclip device were reported in a research article in a subject population with multiple co-morbidities including diabetes, hypertension, atrial fibrillation, chronic kidney disease, coronary artery disease. Complications reported included death, heart failure, prolonged hospitalization, single leaflet device attachment; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Event description:
The article "zipping versus clover repair in transcatheter edge-to-edge tricuspid repair: insights from the tri-spa registry" was reviewed. The article presented a retrospective multi center study, to compare the echocardiographic and clinical outscomes of these 2 techniques (zipping (or bicuspidization) and clover (or triple-orifice)). Devices mentioned include triclip and non-abbott device. The article concluded that residual tr was more common in patients treated with the clover technique, owing to the higher prevalence of complex tricuspid valve anatomy. Clinical outcomes were similar between the zipping and clover techniques. Both approaches represent viable and effective treatment options for managing tr. [The primary author and corresponding author was manuel barreiro-pérez at department of cardiology, hospital alvaro cunqueiro, vigo, spain with corresponding email manuelbarreiroperez@gmail.com]. The time frame of the study was june 2020 to december 2024. A total of 288 patients were included in this study, of which 201 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included diabetes, hypertension, atrial fibrillation, chronic kidney disease, coronary artery disease. (B)(4), unk triclip intra-, peri-, and post-procedural complications included death, heart failure, prolonged hospitalization, single leaflet device attachment.